Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges squeaking in the hip joints and toxic levels of chromium and cobalt in her blood. Doi: (B)(6) 2009 dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. There are no new allegations reported. Added patient's dob, lawyer, and part and lot numbers of head, stem, and liner. Updated law firm. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (right hip).